Manufacturer narrative:
This report is filed on may 04, 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.